Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. The reported dyspnea was likely a cascading effect of the mr. Based on the information reviewed the likely cause of the worsening mr was the slda and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the deployed clip (60316u226) detached from one leaflet, and remained attached to another leaflet. On (B)(6) 2016, the initial mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted (60316u226 and 60209u138) and the mr was reduced to 1. On (B)(6) 2016, the patient experienced dyspnea. Echocardiogram was performed and found that the first clip (60316u226) detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had increased to 3-4. On (B)(6) 2016, a second mitraclip procedure was performed for treatment. Two additional clips were implanted to stabilize the slda clip, and the mr was reduced from 3-4 to 2. No additional information was provided.